Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe constant pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 6 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain / pain / pelvic pain(severe)"), cervical dysplasia ("tumor / teratoma / cancer(precancerous abnormal cell in cervix)") and nephrolithiasis ("kidney stones") in a 31-year-old female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6) 1999, (B)(6) 2004, (B)(6) 2007)), premature birth, blood pressure high, foetal death, c-section, anxiety, swelling nos, dizzy, visual disturbance, hemihypoesthesia, gravida, flank pain and cholecystectomy. Previously administered products included for birth control: depo provera in 2006, nuo ring from 2002 to 2004 and birth control pill from 1997 to 1999; for an unreported indication: mirena. Concurrent conditions included obesity, cyst of ovary, bladder infection, depression, sleep apnea, urolithiasis, lithotripsy, augmentation mammoplasty, polycystic ovarian syndrome, smoker, oligomenorrhea, human papilloma virus infection, asc-us since (B)(6) 2014, loop electrosurgical excision procedure, fibroids, irregular periods, dry eyes, myopia, kidney stone, tension, sleep apnea and neck pain. Family history included diabetic (grandmother and aunt) and osteoporosis (mom). Concomitant products included ibuprofen, naproxen sodium (aleve) and vicodin (lortab) since 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti infection"). On (B)(6) 2010, 7 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and gastrointestinal disorder ("bowel problem"). In (B)(6) 2014, the patient experienced visual impairment ("vision/eye problems - vision frequent changes -3 a year)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and neuralgia ("nerve pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced tooth disorder ("dental problem / dental problem"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), renal pain ("kidney pain"), back pain ("lower back pain (severe)/back pain / lower back-constant"), blood urine present ("blood in urine") and atrial septal defect ("blood or heart disorder/condition type: pfo"). The patient was treated with progesterone, gabapentin, modafinil, antibiotic simplex, sumatriptan succinate (sumatran), ondansetron (zofran), surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the cervical dysplasia, nephrolithiasis, abdominal pain, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, renal pain, migraine, headache, nausea, gastrointestinal disorder, vaginal discharge, visual impairment, weight increased, blood urine present, neuralgia and atrial septal defect outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, atrial septal defect, back pain, bladder disorder, blood urine present, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nephrolithiasis, neuralgia, pelvic pain, renal pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: tile uterine vessels on the left were then cauterized and transected. And anterior and posterior perforating vassals cauterized and transected. The right uterine vessels were again cat theorized, transected, the anterior and posterior perforating vessels cauterized. Cystoscopy was performed in standard and bilateral uterus 'patency was noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. On (B)(6) 2009, gyn report : nl size uterus with iucd seen in lu segment/cervix area CT abd and pelvis wo cnt examination- abdomen CT and pelvic CT impression- right nephrolithiasis without evidence of proximal ureteral stone. Ptotic left kidney without evidence of nephrolithiasis or diffuse fatty infiltration liver. Prior cholecystectomy normal appearance the appendix. Iud with question of atypical positioning within the uterus as described. On (B)(6) 2015, surgical pathology report : final diagnosis: cervix: low grade squamous intraepithelial lesion. On (B)(6) 2015, surgical pathological report of cervix, 8 o'clock: low grade squamous intraepithelial lesion (gin 1). B, cervix, 4 'clock: low grade squamous intraepithelial lesion (gin 1). C. Cervix, 11 o'clock: low grade squamous intraepithelial lesion (cin 1). D. End cervical curettings: low grade squamous dysplasia. See microscopic. The biopsies from 8, 4, and 11 o'clock show w areas fully consistent with low grade squamous dysplasia, additionally, there is a fragment of well orient squamous epithelium within the curettings containing low grade dysplastic squamous epithelium. There is no evidence of carcinoma. On (B)(6) 2015, gyn test : low-grade squamous intraepithelial lesion. On (B)(6) 2015, surgical pathology report : leep biopsy" consists of a 1.8 x 1,7 x 0 .6 cm cone-shaped piece of pin I ¿ian mucosa with underlying pink-tan tissue, there is a 5.0 )( 0,2 cm cervical as, the surgical margin is inked blue and the end cervical margin is inked black' the specimen is radially sectioned revealing homogenous pink-tan cut surfaces with a possible squamocolumanar junction grossly identified sectioning also reveals a cystic space 'filled with translucent mucoid material, measuring 0.3 cm diameter. The specimen is entirely submitted in cassettes a 1 through a4 , with the cystic space in a4 , also received in the container is a ,5 x 1.0 x .2 cm aggregate of pinktan translucent mucus, the additional mucus is submitted entirely in cassette a5, (B)(6) , ecc" consists of a 1,0 x 0,8.)< 0,5 pill aggregate of pink-tan translucent mucus, the specimen is entirely submitted in cassette b1 microscopic examination- section from the leep excision cervix, specimen a, show focal residual mild squamous dysplasia . The low grade grade'} dysplasia focally approximately. The recent abnormal cervical papa test also reviewed. Specimen b, the end cervical curettage, is negative for ~squamous dysplasia and viral cytopathic effect. On (B)(6) 2015, surgical pathology report: cervical leep excision: focal residual mild squamous dysplasia (cin 1) end cervical curettage: no dysplasia identified. On (B)(6) 2016, surgical pathology report : final diagnosis: uterus, hysterectomy: cervix· no specific histopathologic abnormality. Endometrium and myometrium - superficial adenomyosis. Bilateral fallopian tubes - no specific histopathologic abnormality. Examination-uterus and bilateral tubes" consists of a uterus with l attached bilateral fallopian tubes. The 100 gram, 10.2 x 5.2 x 4 em uterus has a smooth serosal surface and include the 3 gill diameter cervix. A transverse scar is identified in the lower uterine segment, consistent with a previous caesarean section. Tile 2.7 x 4.5 cm endometrial cavity is lined by a 0.1 cm thick smooth tan endometrium. Sections through the 2 cm thick myometrium show no discrete nodules. The right and left fallopian tubes are fimbriated and a l e g and 5.5 cm in length by 0.4 em in diameter respectively. An approximately 3 cm length 0.2 cm diameter coiled spring-like $surgical device is identified in the lumen of both fallopian tubes, consistent with essure device. Representative sections are submitted ii-! Cassettes a 1 through a6. A 1 - serosa, a2 - cervix, a3 - anterior endomyom triurm, a4 ¿ posterior or end myometrium a5 ¿ right fallopian tube, as - left fallopian tube. Microscopic examination: section¿s from the uterine serosa ¿are¿ unremarkable. The cervix demonstrates benign squamous and end cervical mucosa. There is no evidence of viral effect, dysplasia or malignancy. Sections from the endometrium and myometrium show a flattened inactive-appearing endometriul11 and superficial adenomyosis. There is no evidence of hyperplasia or malignancy. The fallopian tubes are unremarkable quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain / pain / pelvic pain(severe)"), cervical dysplasia ("tumor / teratoma / cancer(precancerous abnormal cell in cervix)") and nephrolithiasis ("kidney stones") in a 31-year-old female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 3 ((04may1999,17may2004,04oct2007)), premature birth, blood pressure high, heart arrest, c-section, anxiety, swelling, dizzy, visual disturbance, numbness, pregnancy, flank pain and cholecystectomy. Previously administered products included for birth control: depo provera in 2006, nuo ring from 2002 to 2004 and birth control pill from 1997 to 1999; for an unreported indication: mirena. Concurrent conditions included obesity, cyst of ovary, bladder infection, depression, sleep apnea, urolithiasis, lithotripsy, augmentation mammoplasty, polycystic ovarian syndrome, smoker, oligomenorrhea, human papilloma virus infection, asc-us since december 2014, loop electrosurgical excision procedure, fibroids, irregular periods and pulling sensation. Family history included diabetic (grandmother and aunt) and osteoporosis (mom). Concomitant products included vicodin (lortab) since 2012. On 26-apr-2010, the patient had essure inserted. In august 2010, the patient experienced urinary tract infection ("uti infection"). On 13-dec-2010, 7 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision/eye problems - vision frequent changes -3 a year)"). In january 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On 16-nov-2016, the patient experienced tooth disorder ("dental problem / dental problem"). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), renal pain ("kidney pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("bowel problem"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("lower back pain (severe)/back pain / lower back-constant"), blood urine present ("blood in urine"), neuralgia ("nerve pain") and atrial septal defect ("blood or heart disorder/condition type: pfo"). The patient was treated with progesterone, gabapentin, modafinil, antibiotic simplex, sumatriptan succinate (sumatran), ondansetron (zofran), surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (surgery). Essure was removed on 24-aug-2016. At the time of the report, the pelvic pain was resolving, the cervical dysplasia, nephrolithiasis, abdominal pain, vaginal infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, urinary tract infection, renal pain, migraine, headache, nausea, gastrointestinal disorder, vaginal discharge, visual impairment, weight increased, blood urine present, neuralgia and atrial septal defect outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, atrial septal defect, back pain, bladder disorder, blood urine present, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nephrolithiasis, neuralgia, pelvic pain, renal pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: tile uterine vessels on the left were then cauterized and transected. And anterior and posterior perforating vassals cauterized and transected. The right uterine vessels were again cat theorized, transected, the anterior and posterior perforating vessels cauterized. Cystoscopy was performed in standard and bilateral uterus 'patency was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. On 24-may-2009, gyn report : nl size uterus with iucd seen in lu segment/cervix area CT abd and pelvis wo cnt examination- abdomen CT and pelvic CT impression- right nephrolithiasis without evidence of proximal ureteral stone. Ptotic left kidney without evidence of nephrolithiasis or diffuse fatty infiltration liver. Prior cholecystectomy normal appearance the appendix. Iud with question of atypical positioning within the uterus as described. On 27-jan-2015, surgical pathology report : final diagnosis: cervix: low grade squamous intraepithelial lesion. On 28-jan-2015, surgical pathological report of cervix, 8 o'clock: low grade squamous intraepithelial lesion (gin 1). B, cervix, 4 'clock: low grade squamous intraepithelial lesion (gin 1). C. Cervix, 11 o'clock: low grade squamous intraepithelial lesion (cin 1). D. End cervical curettings: low grade squamous dysplasia. See microscopic. The biopsies from 8, 4, and 11 o'clock show w areas fully consistent with low grade squamous dysplasia, additionally, there is a fragment of well orient squamous epithelium within the curettings containing low grade dysplastic squamous epithelium. There is no evidence of carcinoma. On 31-jan-2015, gyn test : low-grade squamous intraepithelial lesion. On 05-mar-2015, surgical pathology report : leep biopsy" consists of a 1.8 x 1,7 x 0 .6 cm cone-shaped piece of pin I ¿ian mucosa with underl ying pink-tan tissue, there is a 5.0 )( 0,2 cm cervical as, the surgical margin is inked blue and the end cervical margin is inked black' the specimen is radially sectioned revealing homogenous pink-tan cut surfaces with a possible squamocolumanar junction grossly identified sectioning also reveals a cystic space 'filled with translucent mucoid material, measuring 0.3 cm diameter. The specimen is entirely submitted in cassettes a 1 through a4 , with the cystic space in a4 , also received in the container is a ,5 x 1.0 x .2 cm aggregate of pinktan translucent mucus, the additional mucus is submitted entirely in cassette a5, christina, ecc" consists of a 1,0 x 0,8.)< 0,5 pill aggregate of pink-tan translucent mucus, the specimen is entirely submitted in cassette b1 microscopic examination- section from the leep excision cervix, specimen a, show focal residual mild squamous dysplasia . The low grade grade'} dysplasia focally approximately. The recent abnormal cervical papa test also reviewed. Specimen b, the end cervical curettage, is negative for ~squamous dysplasia and viral cytopathic effect. On 05-mar-2015, surgical pathology report: cervical leep excision: focal residual mild squamous dysplasia (cin 1) end cervical curettage: no dysplasia identified on 24-aug-2016, surgical pathology report : final diagnosis: uterus, hysterectomy: cervix· no specific histopathologic abnormality. Endometrium and myometrium - superficial adenomyosis. Bilateral fallopian tubes - no specific histopathologic abnormality. Examination-uterus and bilateral tubes" consists of a uterus with l attached bilateral fallopian tubes. The 100 gram, 10.2 x 5.2 x 4 em uterus has a smooth serosal surface and include the 3 gill diameter cervix. A transverse scar is identified in the lower uterine segment, consistent with a prevlous caesarean section. Tile 2.7 x 4.5 cm endometrial cavity is lined by a 0.1 cm thick smooth tan endometrium. Sections through the 2 cm thick myometrium show no discrete nodules. The right and left fallopian tubes are flmbriated and a l e g and 5.5 cm in length by 0.4 em in diameter respectively. An approximately 3 cm length 0.2 cm diameter coiled spring-like $surgical device is identified in the lumen of both fallopian tubes, consistent with essure device. Representative sections are submitted ii-! Cassettes a 1 through a6. A 1 - serosa, a2 - cervix, a3 - anterior endomyom triurm, a4 ¿ posterior or end myometrium a5 ¿ right fallopian tube, as - left fallopian tube. Microscopic examination: section¿s from the uterine serosa ¿are¿ unremarkable. The cervix demonstrates benign squamous and end cervical mucosa. There is no evidence of viral effect, dysplasia or malignancy. Sections from the endometrium and myometrium show a flattened inactive-appearing endometriul11 and superficial adenomyosis. There is no evidence of hyperplasia or malignancy. The fallopian tubes are unremarkable. Most recent follow-up information incorporated above includes: on 20-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, dental problem, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, uti infection, kidney pain, kidney stones, migraines, headaches, nausea, tumor / teratoma / cancer(precancerous abnormal cell in cervix), bowel problem, vaginal discharge, vision/eye problems - vision frequent changes -3 a year), weight gain, lower back pain (severe)/back pain, blood in urine, nerve pain, did not undergo an essure confirmation test and blood or heart disorder/condition type: pfo" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infections"). The patient was treated with total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016. Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain and vaginal infection outcome was unknown. The reporter considered pelvic pain, abdominal pain and vaginal infection to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe constant pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 6 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.